Event description:
The device was used during a bulae resection. Reportedly, the small part of the cartridge detached into the cavity. The pt required a re-operation one week later to retrieve the detached piece which was noted by x-ray. The product was discarded by the hospital.